Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the generator signaled that device had completed the seal cycle, but it did not seal the tissue. They had to sew the bleeding vessel to complete the case. There was no patient injury.